Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula (pcs) had a damaged monopolar cable and a loss of mobility of the instrument. A backup instrument of the same kind was used. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting cable damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have indentations on the edge of the distal idler pulleys. The instrument was found to have a mechanical indentation on the proximal clevis. The instrument exhibited wear on the edge of the proximal clevis. The instrument was found to have an instrument cautery spatula bent. The bending damage was located at the distal end. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.